Manufacturer narrative:
Further investigation identified the device information used to the patient reported on (B)(6) 2015 under manufacturer report number 2017233-2015-00654, and determined that there is no allegation against the device. The report under manufacturer report number 2017233-2015-00654 is being retracted.

Manufacturer narrative:
A review of the manufacturing paperwork could not be performed as the lot number was not available.

Event description:
In a review of published literature, the following findings were noted. Takeshi saito et al., "early and midterm results of gore tag stent-graft in our institute." Journal of artificial organs, vol. 42. No.2. Page s-66 (2013.09). The average age of the patients was 74 years, and the majority of the patients were male. On an unknown date, the patient underwent an endovascular repair using gore® tag® thoracic endoprosthesis to repair a thoracic aortic aneurysm. On an unknown date after the procedure, the patient expired due to gastrointestinal fistula. As the date of implant and event are unknown, the event date will be (B)(6) 2013 which is a possible earliest date of the literature published.